Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms along with no capture at maximum outputs. No noise was observed and sensing was good with some capture noted at 5.5 volts (v) at 2.0 milliseconds (ms). Furthermore, chest x-ray result revealed that the lead was still in position. However, the physician opted to reposition the lead to high septal and good measurements were then obtained. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.